Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1115 (auxiliary alarm supply failed). The device was in clinical use when the issue occurred, the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1115 (auxiliary alarm supply failed). It was reported that three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. The rse advised the customer to replace the motor control (mc) pcba, the power management (pm) pcba, the power supply, and the central processing unit (cpu) pcba. The customer was also informed the 4th gen pm pcba. A philips service engineer (se) repaired the device and replaced the power management (pm) pcba. The se noted that the repair was successful, and the device was returned to service.